Event description:
The omnipod 5 patient sent an electronic communication responding to the question "since your last assessment on (B)(6) 2025, have you had a severe low blood sugar (hypoglycemia) event that caused you to faint, pass out or have a seizure?" With "yes." The patient's blood glucose results and clarification of if they specifically experienced fainting, loss of consciousness, or seizure were not provided. No further information was reported. Attempts were made to follow up and gain clarity on the even but were unsuccessful.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.